Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Unit received with minor scratched lcd window. No frozen screens were noted.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 184 mg/dl.